Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument knob is missing from the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was used previously in a case that was completed with no issues. It was discovered during the reprocessing phase that the knob was missing from the cautery hook and believed that the knob fell off during one of the phases of reprocessing.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and the primary finding could not be reproduced. Expected condition to be related to the reported customer complaint. The part was returned with a reported complaint that does not affect functionality. For clarification there are no missing input disks. The instrument is manufactured with 3 light grey input disks, and 1 dark grey input disk. Additional observation(s) not reported by site: the instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.229 x 0.292¿ in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.